Event description:
It was reported that during maintenance the e360 ventilator compressor generated an air loss alarm (intermittent, visual, audible alarm). No error codes. There was no patient involvement. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien service provider checked the ventilator and verified the problem. To address the problem the service provider cleaned the compressor, the water traps and the accumulator outlet. The ventilator was reported to be working satisfactorily.